Manufacturer narrative:
No button error alarms noted during testing. However, the device had intermittent buttons response due to corroded keypad traces. The device also had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the customer was attempting to bolus and the buttons weren't working. Then a few minutes later the device alarmed button error. Customer's blood glucose was 171 mg/dl. Customer didn't recall if the device was exposed to water or if it was hit. Customer agreed to return it for analysis.